Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported there was a leak in the feeding set at the diet connector. Three changes were made using the same lot number but the replacement sets had the same leaking problem at the connection. There was no harm to the patient.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Samples were not received for the investigation however one photo was provided. The photo was visually analyzed, and the reported issue was confirmed, a leak was detected between the cross spike and the tubing. As part of continuous improvements, a corrective action has been opened to address the reported issue. The root cause and action plan will be documented through the formal investigation. This complaint will be used for tracking and trending purposes.